Event description:
A pt's spouse reported that their one touch profile meter was not turning on. This issue was not resolved with troubleshooting. Due to the meter not turning on, pt had gone into a coma and taken to the emergency room. At the hospital, pt was given "saline IV to rehydrate them" and also "oxygen at the same time as well." This incident happened two months ago. They also reported that meter giving inaccurate erratic results. He stated that the "readings within 20 minutes would vary from real high to real low". Unable to troubleshoot the inaccuracy due to the power issue. Medical affairs specialist was unable to contact the pt to obtain more information about the incident. Sending letter.